Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that during a gastric bypass procedure, the trocar was leaking pneumo very badly. It was not possible to evaluate, if it was because of the device or because of the universal seal itself. But the leakage was the worst when entering with an stapler and not even having any torque. It is unclear how the procedure was completed. There were no adverse consequences for the patient.